Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. Additional product codes for this report include: mni and mnh. (B)(4). The original implant procedure was performed on an unknown date. Per facility, the complainant parts will not be returned for manufacturer review/investigation. (B)(4) (nerve damage) is being used to capture and report the patient¿s radiculopathy. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a universal spine system (uss) construct from l3-5 on an unknown date. On (B)(6) 2016, the patient returned to the operating room to undergo revision as the levels above the existing fusion (l3-l5) were unstable. Additionally, the patient was noted to have very bad radiculopathy. During the revision, all of the hardware was removed intact. The surgeon then added expedium instrumentation from t10-pelvis and performed a transforaminal lumbar interbody fusion (tlif) at l2-l3. The surgery was completed successfully with the patient in stable condition post-operatively. An intra-operative malfunction with an opal implant holder was noted. This issue has been captured in and reported under linked complaint (B)(4). Concomitant device(s) reported: uss side loading screws (part/lot: unknown / quantity: 4), ti collar with grooves (part: 498.011 / lot: unknown / quantity: 4), and ti nut (part: 498.003 / lot: unknown / quantity: 4). This report is 5 of 6 for (B)(4).